Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The user did not recall the exact event date but reported it occurred "back in may.". The user reported that while using the ilet system overnight, their bg dropped significantly, causing loss of consciousness. The user was admitted to the emergency room and stayed in the hospital for approximately one week. The exact dates of admission and discharge were not recalled. The user did not resume using the ilet pump after discharge and requested additional training before reconnecting.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without a specific event date, the performance of the device during the event cannot be evaluated and the cause of the event cannot be determined.